Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.0 device for mechanical circulatory support. It was reported that the impella 5.0 would not cross into aorta, therefore the implant was aborted. The physician had the 5.0 passed the graft but could not cross the innominate artery. The device was removed. There was no patient harm reported.